Event description:
It was reported that this right atrial (ra) lead exhibited lead safety switch (lss) due to high out of range pacing impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient and lead will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead safety switch (lss) due to high out of range pacing impedance. The lead remains in use. No adverse patient effects were reported.